Manufacturer narrative:
Email address for contact office: (B)(6). The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides lot 4225-1021-3374 on a vitros 250 chemistry system. The assignable cause of the event is an issue related to the customer¿s improper protocol when preparing the vitros na+ reagent, the vitros pv fluid and the vitros calibrator kit. The customer was not following the guidelines in the instructions for use for vitros na+, vitros calibrator kit 2 or the vitros pv controls fluids. The slope and intercept values of the calibration used when obtaining the higher than expected quality control results were atypical compared to peer data. The cause of the suboptimal calibration was most likely related to improper protocol during the reconstitution process as well as improper preparation of the vitros na+ reagent. The tsc reviewed the proper protocol with the customer. The customer recalibrated vitros na+ on the vitros 250 system and processed post calibration qc. The slope and intercept values of the recalibration were determined to be typical compared to peer data. The post qc results were acceptable. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4225-1021-3374. An instrument related issue is not a likely contributor of the event. However, because a condition code involving humidity of the analyzer had been obtained on the instrument around the time of the event, an instrument related issue could not be entirely ruled out as a contributing factor. However, the condition code was likely related to improper laboratory protocol as the customer had not been routinely changing the humidity packs on the vitros 250 system. The customer did change the humidity packs on the instrument prior to the recalibration event and obtained acceptable qc results. In addition, the customer had not been routinely performing maintenance or replacing the erf on the instrument around the time of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected sodium (na+) results obtained from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides on a vitros 250 chemistry system. Vitros pv I n7648 results of 158.9, 188.6, 189.9 and 191.3 mmol/l vs. The expected result of 118.8 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were obtained from a quality control fluid. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).